Manufacturer narrative:
The device was received not deployed. Download data generated an 0x40 alarm, indicating that the rotational sensor maximum open count was exceeded. A slight increase in pulse width was observed before a sharp drop in pulse width occurred. This occurred in tandem with a failure of the rotational sensor to transition as expected, indicating a drive stall due to a failure of the hook talons to detent the ratchet gear. The device was reset, paired with a master pdm, and delivered a 5u bolus. While the rerun did deploy the device as intended, the downloaded rerun data generated an 0x5c, open count too low at end of prime, alarm, and rotational sensor data showed signs of a failure of the hook talon to detent the ratchet gear. No damages or defects were observed on the hook talon, hook post spring or ratchet gear teeth. The presence of the drive stall as well as the dip in pulse widths indicates that the hook talons were moving but not actuating the ratchet gear at the end of the second prime, resulting in the firing flat not advancing far enough for the needle mechanism to deploy.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.